Event description:
The customer obtained repeated false positive troponin I results on a pt sample. Elevated results of this magnitude may lead to inappropriate physician action. There was no report of pt harm as a result of this event.